Event description:
It was reported that during the attempted implant procedure, oversensing was observed on the atrial lead. It was also reported that the atrial rate was over 200 bpm even though the patient was in normal sinus rhythm. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.